Event description:
It was reported to boston scientific corporation that a rigiflex ii balloon was used in a procedure on (B)(6) 2022. During the procedure, the balloon burst. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).